Manufacturer narrative:
The device was not returned for this investigation. Should the device be returned at a later date a supplemental report will be filed.

Event description:
The patient reported that they took their teladoc blood pressure monitor to their doctor's office and obtained a manual comparison. The exact results were not provided, however the patient confirmed that their was a 20 point difference during the simultaneous comparison. The patient confirmed both cuffs were placed on arms to perform the comparison at the same time. The patient did not receive any medical treatment.